Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection performed. The catheter was returned with the metal cannula and trocar loaded, the cannula was unloaded without issues and a damage was encountered in the pigtail section. A hole was observed in the pigtail section. Functional inspection performed on the metal cannula was inserted through the catheter and no resistance was felt.

Event description:
Reportable based on device analysis completed on octoer 12, 2020. It was reported that proximal part of cannula spring out from the catheter. A 12/25 expel drainage catheter with twist-loc-hub was selected for use. Upon preparation, it was noted that the proximal part of the cannula spring out from the catheter when inserted. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a hole in the pigtail section.